Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware the fse replaced the mixer motor, dilution valve and reference valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on two of their au680 chemistry analyzers. The customer stated that quality control was acceptable prior to the event. There was no report of an adverse event associated with this event. The customer was unwilling to provide data, but verbally provided an example of the results for one (1) patient. Reference beckman coulter internal identifier, (B)(4), which addresses the similar event with the customer's other au680 chemistry analyzer.